Event description:
It was reported the lower display had only half of the pixels displayed, and the other half was blank. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the liquid crystal display (lcd) was missing segments. It was also noted that the upper case, lower case and side bail covers were broken, the battery contacts were compressed, the ring was bent and one case screw was not the correct part.